Manufacturer narrative:
(B)(4). Analysis of stimulator serial number (B)(4) reveals stimulator was functionally okay. There was insignificant anomalies found.

Event description:
It was reported that the manufacturing representative got "negative impedances" on a lot of different electrodes. The manufacturing representative re-ran impedances at 2 v, turned the overhead lights off and reinserted the lead 2-3 times, but the issue did not resolve. They implanted a new implantable neurostimulator (ins) and the impedances looked perfect. The patient had good therapy. If additional information is received, the event will be updated. This information was previously reported under manufacturer's report # 3007566237-2015-01819.